Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen was black, and the station was showing offline on remote smart service. The customer rebooted the station, unplugged and replugged the power cable, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a black screen and offline on remote support service. A field service engineer (fse) replaced the drawer controller board and module controller board to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.